Event description:
It was reported that during a coronary artery bypass graft procedure, the device formed a scissor clip and cut the mammary artery. There were no patient consequences. A different device was used to complete the case.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.